Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A jetstream xc atherectomy 2.1mm catheter was selected for a complete total occlusion atherectomy procedure in the superficial femoral artery (sfa) to the anterior tibial. In the middle of treatment, the catheter lost aspiration. The device was removed due to the fear of not having aspiration ports. After removal, they tested the device with a bowl of saline and it was no longer aspirating. The procedure was completed with another of the same device. There were no patient complications or adverse events.